Manufacturer narrative:
The reported issue fluid leak is addressed by a CAPA. Tech replaced valve 43 to resolve the reported issue. The tech also confirmed there was no tp harm or injury. The product was not returned to failure analysis lab for investigation. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the mfg process. Product labeling, material, and process controls were within spec.

Event description:
The user facility reported the saline bag had back filled during the recirculation mode on the first run of the day. There was no patient harm or injury as there was no patient involvement at the time of the reported incident. It was also noted that there was no obstructions to the drain. No further information was provided.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during the recirculation and prime stage of device set-up, and not during dialysis mode. The user facility observed the saline bag refilling with dialysate during recirculation. There have been no reported adverse events associated with the saline back fill issue. The reported issue is currently under a CAPA investigation via the device manufacturer. The investigation is currently pending; a supplemental MDR will be submitted upon completion of the device investigation.